Manufacturer narrative:
Results: is based upon evaluation of user facility information and the returned sample; is based upon reserve sample testing. Conclusions: is based upon evaluation of user facility information and the returned sample; is based upon reserve sample testing. The involved guidewire was returned for evaluation. Visual examination of the returned sample confirmed that a portion of the guidewire's polyurethane coating had been detached exposing the core wire. Inspection and testing of a retained sample from the reported lot confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a device defect or malfunction. The event description and appearance of the returned sample are consistent with damage to the guidewire coating due to manipulation against resistance during use. The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that a portion of the guidewire coating was sheared during an interventional procedure. The following information was provided by the user facility: the patient had pre-existing bilateral stents in the lower extremities; the guidewire was maneuvered up and over the aortic bifurcation, reportedly passing through several struts of the pre-existing stents; however, the physician was unsuccessful when he attempted to navigate first a guide sheath and then a balloon catheter through this anatomy over the guidewire; he reportedly "felt tension" when trying to advance the balloon, so the guidewire was withdrawn from the patient and it was noted that the coating "had slipped off" the guidewire; the physician decided to stop the procedure due to the difficulty encountered in navigating any devices through this anatomy at that time; and the patient's condition is reported as "fine" and they plan to re-schedule the original procedure.